Manufacturer narrative:
Report date: 26jan2019. Date rec'd by MFR: 24jan2019. Customer reported operating hours = 27,256. Philips technical support recommended replacing user interface to 2nd generation and provided part number 1100822. Rec'd email correspondence: customer writes, "replacement of the user interface did take care of the problem, and the unit returned to service". Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display was dim. There was no patient or user harm reported. The event date was not specified; estimate used.